Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device check. It was noted that the patient had several hvr due to increased right ventricular (rv) lead noise. The lead was checked, and the noise was reproducible with isometrics. The lead impedance was stable, but the sensing was noted to have decreased and the threshold had increased. The physician was informed and has chosen to monitor the lead noise at this time as the patient only paces in the rv <1.0%. The patient has had no symptoms or complaints regarding this.